Manufacturer narrative:
The pump was received with end cap cracked and broken off. The displacement test was unable to be performed due to the physical damage to the case. The pump was also received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states they fell on the pump and the side near the motor cracked and pieces had broken off. The customer's blood glucose level at the time of incident was 500mg/dl. The customer was advised the pump would be replaced and returned for analysis.